Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer has thrown away two of his infusion sets because they have been bent. The day prior, customer told his wife that his blood glucose was 539 mg/dl and that the insulin was not going into his body and that this was the second time that this was happening. He stated that this had first occurred the week prior. The caller was not aware what the customer¿s blood glucose was when his cannula bent the first time and was not sure how he treated. The day before, the customer said that he came home to take a shower and noticed that his cannula was bent. He said that his blood glucose was very high. During bent cannula troubleshooting, the caller wasn¿t sure when the cannula bent or how long the customer had been using the infusion set when it bent. The caller was advised of the recommended site locations of the infusion set as per the instruction for use. He was advised to change the infusion set. High blood glucose troubleshooting could not be completed because the customer did not have the pump or anything related. The caller was advised to have the customer call back to complete the high blood glucose troubleshooting if he wanted to. The insulin pump and the infusion set will not be returning for analysis.